Event description:
It was reported that the patient was going to have a pocket revision the day after the report. The healthcare provider (hcp) was going to suture it in place. The implantable neurostimulator (ins) broke loose and got out of its pocket. It rolled upside down and transverse over towards the center of the patients spine. It almost moved an inch and a half. This happened in (B)(6) 2014 in physical therapy, when they were trying to break down the scar tissue in their back and hips. The patient was stretching. The patient had a lot of scars around it from prior surgeries. They waited to see if it was going to heal. It moved when they started physical therapy by exercising. It was hard to pinpoint but they thought that was what caused it. The next day after the report they would tack it in really good. The difficulty charging started late january, the patient had not been able to charge. It caused pain to charge it; it was painful so about a month ago they quit trying. The day of the report the patient loaded up on pain medications and iced it. They were trying to charge the day of the report because they wanted it to be charged for the procedure the next day. The last time the patient felt stimulation or recharged was about a month prior. They had not used it for a month because of the position when they put the charging pate over it. It ¿hurt like the dickens¿ so they took medications and iced it so that they could charge the day of the report. There was a power on reset (por) condition on the implantable neurostimulator recharger (insr). The day of the report they got the power on reset (por) when trying to turn stimulation on using the ins. The insr was charging and they were charging at the time of the report and it was showing 1/2 full. Information regarding the revision and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).